Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/08/2017 with the following findings: review of the black box data revealed multiple records of power on reset dated (B)(6) 2017. On examination, the returned battery cap was found have stripped threads and the battery compartment was cracked, confirming the alleged damage to the pump. There was moisture corrosion in the battery canister. The returned battery cap was unable to be secured properly to the pump to maintain electrical connection. The alleged power issue was duplicated using the returned battery cap. A test cap was placed on the pump and was able to maintain electrical connection without any interruption in power during the investigation. Leaking testing revealed moisture ingress due to a battery compartment leak. The pump cover was removed for investigation and did not reveal any damage, defect or corrosion to the power printed circuit board inside the pump. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. There was no indication that the product caused or contributed to an adverse event. This is potentially reportable because the user may be unaware that the pump has lost power, leading to under delivery.